Event description:
It was initially reported by the surgeon that the patient was taken into surgery for a generator replacement due to end-of-service. When surgeon interrogated the old generator, he noticed that the patient was set to 0 ma and 60 minutes off. Company representative believes that there might have been a interrupted system test during the last office visit with the treating physician. The reset of generator was not observed since no final interrogation was performed during that office visit. The reset of generator was observed during initial interrogation at the time of surgery. However, the cause of event is unknown at this time. Good faith attempts to obtain additional information has been unsuccessful.